Event description:
Related manufacturer reference number:2017865-2023-02841. It was reported that the patient presented for a generator change out procedure. Upon review, atrial lead exhibited insulation brake. The atrial lead was repaired using silicone and suture sleeve during the same procedure on (B)(6) 2022. The left ventricle lead exhibited high capture threshold and appeared to be dislodged. The left ventricle lead was programmed to be switched off during the same procedure on (B)(6) 2022. No patient consequences.